Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus/ migration/migration of essure device location of device: uterus/left essure is visualized within the endometrium') in an adult female patient who had essure (batch no: b06103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cerebral bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("gen abnormal. Bleed"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), headache ("headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and abdominal pain ("pain abdominal") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, metrorrhagia, hormone level abnormal, headache, alopecia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: on (B)(6) 2013. Insertion procedure: there was 2 coils left on the right side that were visible in the uterine cavity, and 3 coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: essure confirmation test(s) (unspecified) result- bilateral occlusion; on (B)(6) 2016: blocked. Mammogram: on (B)(6) 2016: impression: newly appreciated asymmetry in the medial right breast for which additional imaging has been recommended. See below discussion. Bi-rads 0 need additional imaging evaluation and/or prior mammograms for comparison; on (B)(6) 2016: impression: asymmetry in question in the medial right breast represents normal branching fibro glandular breast tissue. No suspicious mammographic abnormality is presen. Ultrasound pelvis: on (B)(6) 2016: routine pelvic exam. Addendum: sono today shows left essure coil is partially within endometrial cavity. Pt did have hsg showing blocked tubes. Ultrasound scan vagina: on (B)(6) 2016: blocked. Total bilateral occlusion: on (B)(6) 2017: migration of essure device. Right essure is visualized in the correct location. Left essure is visualized within the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus/ migration/migration of essure device location of device: uterus/left essure is visualized within the endometrium') in an adult female patient who had essure (batch no. B06103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cerebral bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("gen abnormal. Bleed"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), headache ("headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and abdominal pain ("pain abdominal") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, metrorrhagia, hormone level abnormal, headache, alopecia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2013 insertion procedure: there was 2 coils left on the right side that were visible in the uterine cavity, and 3 coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test(s) (unspecified) result- bilateral occlusion; on (B)(6) 2016: blocked. Mammogram - on (B)(6) 2016: impression: newly appreciated asymmetry in the medial right breast for which additional imaging has been recommended. See below discussion. Bi-rads 0 - need additional imaging evaluation and/or prior mammograms for comparison; on (B)(6) 2016: impression: asymmetry in question in the medial right breast represents normal branching fibro glandular breast tissue. No suspicious mammographic abnormality is presen. Ultrasound pelvis - on (B)(6) 2016: routine pelvic exam addendum: sono today shows left essure coil is partially within endometrial cavity. Pt did have hsg showing blocked tubes. Ultrasound scan vagina - on (B)(6) 2016: blocked total bilateral occlusion; on (B)(6) 2017: migration of essure device. Right essure is visualized in the correct location left essure is visualized within the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received: lot no. Was added. New events - abnormal bleeding (vaginal), dysmenorrhea (cramping), abdominal pain, vaginal discharge were added. Pt of event gastrointestinal disorder was updated to bloating. Reporter's information, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation- uterus/ migration') and genital haemorrhage ('gen abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, menorrhagia, metrorrhagia, hormone level abnormal, gastrointestinal disorder, headache and alopecia outcome was unknown. The reporter considered alopecia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified). Result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case became incident, event injury nos removed, new events (menorrhagia, uterine perforation, metrorrhagia, gastrointestinal disorder, hair loss, hormonal imbalance and headaches) updated, reporter detail, essure insertion date ((B)(6) 2013) and patient date of birth updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.